Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient had a driveline infection at the time of the heart transplant/device explant on (B)(6) 2022. The patient underwent incision and drainage of their driveline on (B)(6) 2022. The wound culture was (B)(6) for (B)(6). The patient received IV vancomycine for 30 days and was then transitioned to taking antibiotics orally. This continued until the time of the transplant.

Manufacturer narrative:
The patient's incision and drainage that occurred on 02feb2022 was reported under manufacturer report number 2916596-2022-01110. Section a3: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.